Manufacturer narrative:
Correction: d4 model/catalog/serial number.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 342 mg/dl and a correction bolus was delivered to address bg. Pump supplies were changed multiple times. Pump system check was performed with the customer and no device issues were identified. However, upon follow up, elevated bg continued and customer alleged the pump was not functioning properly. Reportedly, customer continued to use pump for insulin therapy.